Event description:
It was reported via repair work order that the head section cannot support weight due to a damaged load wheel horn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.